Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that on 07dec2023, the system controller was not connecting to the heartmate (hm) touch, or the system controller was disconnecting on its own, causing the customer to be unable to change settings or download data. The hm touch and power module were exchanged; however, this did not resolve the issue. A system controller exchange was performed, this resolved the issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller not being able to properly establish communication with the system monitor was confirmed via analysis of the returned controller. The returned system controller (serial number: (B)(6)) was connected to a test system monitor and test power module, and the controller was able to intermittently establish communication with the system monitor, reproducing the reported issue. Visual inspection of the returned system controller revealed that the outer jacket of the white power lead was kinked near the strain relief on the housing side of the cable. Further evaluation of the cables revealed that the blue, data receive, wire was broken in both the black and white power cables. Damage to these wires would result in the controller¿s inability to establish proper communication with the system monitor. The system controller power cables were replaced with known working power cables and the communication issue with the system monitor resolved. After replacing the power cables, the controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The downloaded system controller event log file contained approximately 7 hours of relevant data (07dec2023 10:01:39 ¿ 16:42:50 per the timestamp). The data in the log file showed that the reported communication issue between the controller and monitor did not affect the controller's ability to operate the pump at the set speeds. The pump maintained a speed above the low speed limit without issue while the driveline was connected. The reported event of the system controller not being able to communicate with the system monitor was determined to be caused by a break in the data receive wires in the controller¿s white and black power cables. It should be noted that at the time of the reported event the system controller had been in use for approximately 1 years, and although not conclusively determined, repetitive flexing of the strain relief during use over time may have contributed to the observed underlying wire damage. Incidental findings: fluid ingress was observed in the system controller power cables. A no external power alarm was observed on 27nov2023 at 19:08:02. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 02jun2022. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including no external power alarms, and the actions to take if the issue does not resolve. Heartmate 3 patient handbook section 4 ¿ ¿living with the heartmate 3¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.